Event description:
The rptr stated the surgeon inserted an aq2010v silicone three pieces lens and as the surgeon was looking at the lens under the microscope, he noted that the lens appeared to be cracked. The lens was removed with no pt injury, no enlarge incision or sutures. The backup lens was implanted.

Manufacturer narrative:
Eval: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.